Manufacturer narrative:
Batch review performed on 04-06-2025: lot 2214182: (B)(4) items manufactured and released on 15-07-2022 expiration date: 2027-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 04-06-2025: gmk-hinge 02.09.he17 gmk-hinge post extension 17 mm -tinbn coated (k210010) lot 2423902: (B)(4) items manufactured and released on 28-10-2024 expiration date: 2029-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2025. On (B)(6) 2025 the patient came in reporting pain after dislocating her leg while still in the hospital from the primary surgery. The surgeon revised all components to hinge components. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and post. The surgery was completed successfully.